Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and stopped working. The customer was assisted with troubleshooting. The customer¿s blood glucose was 215 mg/dl at the time of the incident. The customer stated there were swimming and that there was fluid under the lcd. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded battery tube. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer, cracked case (battery tube) and minor scratches on lcd window.